Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer regarding the patient with an implantable neurostimulator (ins) reported they started experiencing frequency and self cathing probably 3 months after the interstim was placed. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins). It was reported the ins was implanted and it was as quick outpatient procedure at the hospital and the patient had no problems whatsoever. The patient noted that over the next year the device settings were changed numerous times without improvement. The patient stated they were started on bethanechol and their symptoms were still unacceptably frequent. The patient noted they started self-catheterization once in the morning and again at bedtime. The patient noted it took some getting used to, but it completely emptied their bladder and allowed them to sleep through the night as well as fulfill their job duties during the daytime. The patient noted it gave them piece of mind knowing that they wouldn't have to rush to a restroom at an awkward moment. The patient noted they also thought the interstim and bethanechol were helping to some extent. There were no further complications that have been reported as a result of this event.